Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, and vaginal scarring. It was reported that patient underwent interstim phase 1 and 2 placement on (B)(6) 2010, and interstim lead revision on (B)(6) 2011. It was reported that patient underwent cystoscopy due to urinary incontinence on (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, urinary incontinence, chronic cystitis, hematuria, intrinsic sphincter deficiency and dysuria.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.